Event description:
Covidien received information that the 840 ventilator ceased ventilating "abruptly" after approximately 2 hours on pt. The ventilator alarmed "system malfunction" and made a high pitched beep. A senior doctor and two nurses were in the bed space at the time of the event. Pt transferred to another vent and the pt's condition improved to what it was prior to ventilation stopping.

Manufacturer narrative:
Covidien inspected the device and found interconnect between the graphical user interface (gui) central processing unit (cpu) to breath delivery (bdu) cpu cable to be bad. The gui to bd cpu cable was replaced. After which the ventilator passed all testing. (B)(4).